Event description:
It was reported that the patient underwent thoracoscopic mediastinal lymph node dissection. The titanium tip of ultrasound scalpel suddenly broke during the surgery, leading to intraoperative search for the broken end and residue, resulting in increased surgical risk. After dozens of minutes of search, the broken end and residue were all removed. Changed another one to complete the surgery. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch #: r9389k. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.